Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined all order is not crossing over to all patients. A technical support specialist reviewed communication status and noted no interruptions or failures. Customer confirmed issue had been resolved. The system functioned as intended after technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system patients not crossing to medstation. Customer stated that all order is not crossing over to all station and they cannot pull up the medication. There were delay in patient care workflow. There were no adverse events or injuries reported based on this event.